Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had vibrate anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that vibrate mode was set to on. The customer assisted with performing a self test and pump did not vibrate during the vibrate test portion of the self test. The customer advised the insulin pump will need to be replaced. The customer advised to revert to their back up plan as per healthcare professional instructions. The customer advised to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The vibrator motor activated properly during the self test. No unexpected no vibrate anomaly noted during testing. (B)(4).